Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2099)

Event description:
It was reported that post biopsy procedure, the canister was allegedly cracked. There was no reported patient injury.